Event description:
A physician assistant reported that a female received treatment with hylagan (hyaluronate sodium) for pain relief of osteoarthritis in her knee. She received three injections on unspecified dates. After her first injection she was able to get up and down the stairs more easily. After her second injection, it took her a little longer to get back to baseline. After her third injection she had more difficulty climbing the stairs with less joint mobility. The physician assistant requested additional information because he is considereing giving her a fourth injection or switching her to a steroid injection. No further details available. Additional information will be provided when available.